Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up mode and interrogation was not possible. A firmware download was unsuccessful. The device will remain implanted and monitored. The patient is in stable condition.